Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 46 mg/dl at the time of the incident. The customer was given a glucagon shot and intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was performing the fill cannula process when their site started hurting, and they discovered the pump had delivered most of the insulin in the reservoir. The pump delivered about 50 units and the customer got a low reservoir alert. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Pump primed properly. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.